Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the implantable cardiac monitor (icm) exhibited intermittent ventricular undersensing; due to the patient laying on left side of their body. The patient was instructed to not lay on their left side. The patient was asymptomatic.